Event description:
It was reported the green pressure indicator was missing. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. One (1) opened part in a plastic bag with no lot identification, was received for investigation purpose. Complaint was confirmed since the part does not show the green strip on the piston. The root cause of the reported issue was found to be related to incorrect product handling during painting process and/ or incorrect segregation of material due to lack of inspection and details in procedures. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.